Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reports she had an MRI a couple of weeks ago and had an adverse reaction while she was under the MRI. She had a MRI earlier and did fine. Caller reports this last MRI contrast was used. Patient programmed into MRI mode. She was bleeding from the anchor site, not the ins site. When they used a different contrast, she felt hot, had bleeding on the lead, itching, and bleeding over the anchor. Caller reports she has issue with healing. She had to see a wound specialist post implant in (B)(6) 2022 because her ins pocket site was not healing and was oozing.  Caller is concerned if she has an MRI on her shoulder, she will not be able to have the MRI because of the wound healing issue. Pt spoke to a rep regarding this issue today and was recommended patient to call ps. Caller reports she also has seen to hcp. Reviewed with caller manufacturer do not give medical advice. Redirect caller to patient's hcp. Reviewed agent can review MRI guideline with physician, but physician would need to make the final decision on patient's medical condition.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2022explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 09-aug-2026, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.